Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device a service required alarm condition indicating an internal battery failure was observed in the device's downloaded event log. The device's internal battery was replaced to address the issue. Additionally, not related to the reportable event, a check circuit error was observed, the device's tubing was checked to address the issue. An internal battery depleted alarm was observed. The internal battery was recharged to address the issue. The device failed a test step due to a damaged dc connector. The dc connector was replaced and testing was performed. These issues would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.